Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and that occlusion alarms occurred. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose (bg) was "high"; although specific value was not provided. Elevated bg was addressed by a correction injection via manual insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.